Event description:
I used sdc to correct some. Mild anterior mandibular crowding under the impression that my bite would remain the same from the 3rd images. After following the full 9 month 20 tray course, I was left with a seriously open posterior bite to where nearly couldn't chew. I had jaw pain, migraines and burning in my jaw at times. Sdc told me there was nothing they could do about my ruined bite. They deleted all my files so I can't even show you what I had versus what they predicted and what my ortho is now correcting. FDA safety report ID# (B)(4).